Event description:
It was reported that the patient experienced low glucose documented at 55 mg/dl while walking and was unsure why. Customer care support provided education on how to pause and un pause exercise on the device. Investigation of this case revealed insufficient information to attribute a device problem or component involvement, and no findings were available. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.